Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown concentration and dosage. The reason for use was non-malignant pain. It was reported that the patient was currently in the intensive care unit (ICU) and the caller was wondering if the pump could be causing the problems that the patient was having. The caller stated that the patient had been in the hospital since ¿about (B)(6) 2018, so for about 2 weeks¿ prior to the call date of (B)(6) 2018. There was no out of box failure reported and there was no medical/therapy problem related to the small components product. It was reviewed that any doctor managing the patient¿s care can call the manufacturer and request to have the manufacturer¿s representative (rep) paged to interrogate the pump. The pump was alarming. The patient was supposed to have the pump filled on (B)(6) 2018, but missed the appointment and was not able to be filled and then the doctor released the patient. It was reported that the patient does not have a healthcare professional. The pump started alarming ¿about 8 days after missed fill.¿ the patient was also unable to control their legs. Their legs were ¿flailing around without control and were jumping really high in the are unable to control them which is why she went to the hospital and has been in the ICU.¿ while the patient was in the hospital, the patient had a stroke and had to have brain surgery. The stoke and being unable to control legs occurred ¿about 2 weeks ago¿ prior to the call date of (B)(6) 2018. The caller did not know if the patient had any falls or trauma, but the patient has a very large bruise on her bottom by the tailbone area. There were no further complications reported/anticipated.